Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy was not working right now. Patient stated that they went to the bathroom about 10 times last night and it was the same as before they got the device implanted. They added that itchanged for a little while but then it went back to their normal get up time at night since yesterday. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and turned therapy back on since it was off and increased stimulation intensity to a comfortable level in their bicycle seat area. Patient mentioned they didn't turn it off. They will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider (hcp) if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient reported they were still urinating a lot, they were getting up 5-6 times a night to use the bathroom, going a lot like they had before they got ins, their bowels won't even open up for them to have a bowel movement, their husband has to give them enemas, it worked like the first day but after the second day it all started again. Offered to assist patient (pt) to synch with their ins to check their status. Agent asked if pt had been swiping to off at the bottom of the screen and pt confirmed they had been swiping to off. Reviewed therapy off vs external equipment off. The caller was redirected to their healthcare provider to further address the issue. Pt said their followup appointment is on monday.